Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and b. Perigee were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion, recurrence, and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to extrusion. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that the patient underwent inner stent percutaneous sacral nerve stimulation test with fluoroscopy guided needle placement and repeat procedure of the opposite side of the sacral nerve on (B)(6) 2010, due to urinary urgency, urinary frequency and failed medical management. It was reported that the patient underwent complete interstim system implantation with incision and implantation of tined quadripolar lead electrodes into foramen s3 on the patient¿s left with fluoroscopic guidance for needle placement, subcutaneous implantation of sacral nerve stimulator and electronic analysis and complete complex programming on (B)(6) 2010, due to urinary urgency and urinary frequency. It was reported that the patient underwent a revision of interstim lead and revision of generator pocket on (B)(6) 2011, due to coiling of the interstim lead. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with colporrhaphy and enterocele repair. No additional information was provided.

Manufacturer narrative:
Narrative: it was reported that the patient underwent mesh revision on (B)(4) 2015 by (B)(4) at (B)(4).